Manufacturer narrative:
The investigation included review of the information provided by the customer, complaint data, trending data, labeling and device history records. In-house testing of the complaint lots was also completed. Return testing was not completed as returns were not available. Review of complaint trending reports for the alinity I tsh assay did not identify any trends for the complaint issue. Device history records for the complaint lots were reviewed and did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Accuracy testing was completed using panels which mimic patient samples and an in-house retained kits of lots 30389ud00 and 28118ud00 stored at the recommended storage condition. All specifications were met indicating that the lots are performing acceptably. Based on this investigation, no systemic issue or deficiency of the alinity I tsh assay was identified. Section g1 contact information was updated to reflect the current contact siobhan wright, longford, irl.

Event description:
The customer obtained falsely depressed alinity I tsh results. The following results were provided:(B)(6) 2021 sample ID (B)(6): 0.08 miu/ml; retest 2.3 miu/lno impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete entry = (B)(4). Section a patient information: no specific patient information was provided.

Event description:
The customer obtained a falsely depressed alinity I tsh result. (B)(6) 2021 sample ID (B)(4): 0.08 miu/ml; retest 2.3 miu/l no impact to patient management was reported.